Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips did not come out to be properly loaded into the jaws during laparoscopy-assisted distal gastrectomy. The user gripped the handle as a test loading outside the patient's body which had the same result. The device was replaced with a new one to complete the operation. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800102 was manufactured on 11/12/2018 a total of 288 pieces. Lot was released on 11/19/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly into the jaws of the applier. The centering tab was bent at the distal end of the channel. The corners of the centering tab were not formed correctly. The sample appears used as there is biological material present on the device. First, the clip was manually removed, and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the applier due to the bent centering tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The bent centering tab caused the clips to come out of position. If a clip misloads and the clip is not manually cleared prior to loading another clip, the clips can be held up in sequence. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The damage to the centering tab prevented the clips from loading properly into the jaws of the applier. It could not be determined exactly how or what caused the centering tab to bend. The corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. A nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The damage to the centering tab prevented the clips from properly loading. It could not be determined exactly how or what caused the centering tab to bend. The corners of the centering tab were not formed correctly. A nonconformance has been opened to further investigate this issue. The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. The sample was returned with its trigger partially engaged and a clip partially loaded incorrectly into the jaws of the applier. The centering tab was bent at the distal end of the channel. The corners of the centering tab were not formed correctly. Upon functional inspection, the first clip was unable to load properly into the jaws of the applier due to the bent centering tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The bent centering tab caused the clips to come out of position. If a clip misloads and the clip is not manually cleared prior to loading another clip, the clips can be held up in sequence. The proximal end of the feeder was bent due to the clip stacking. The damage to the centering tab prevented the clips from loading properly into the jaws of the applier. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. It could not be determined exactly how or what caused the centering tab to bend. The corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. Nc 70019362 has been opened to further investigate this issue.

Event description:
It was reported that the clips did not come out to be properly loaded into the jaws during laparoscopy-assisted distal gastrectomy. The user gripped the handle as a test loading outside the patient's body which had the same result. The device was replaced with a new one to complete the operation. No clips fell in the patient.